Manufacturer narrative:
(B)(4). The device was manufactured april 7, 2015 - april 8, 2015. The device was received for evaluation. Visual inspection at the compounding facility noted particulate matter in the device. The reported condition was verified. The cause of the particulate could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fiber was found in the fluid of a large volume infusor. The fiber was reported to be upstream of the filter. There was no patient involvement. No additional information is available.